Event description:
Boston scientific received information that the clinician has noted a steady rise in the right ventricular (rv) lead shock impedance measurement from 90 ohms to 115 to 126 ohm range. The clinician also stated that the competitive right atrial (ra) lead impedance has been fluctuating between 400 ohms and 996 ohms. Boston scientific technical services (ts) was consulted and suggested further troubleshooting steps including testing the system with maximum energy shocks. It was also discussed that the device is implanted sub-pectoral and is on the sub-pectoral advisory communication. The field representative is attempting to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that almost two years later the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibited high out of range shock impedance measurements of greater than 125 ohms. Noise that was able to be reproduced with isometrics was also now present. Subsequently a revision procedure was performed where the rv lead was explanted. The ICD remains in service. No additional adverse patient effects were reported.